Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient during a sacrospinous ligament fixation procedure performed on (B)(6) 2013 for the treatment of pelvic organ prolapse. During the procedure, an eua (examination under anesthesia) was also performed and revealed grade ii cystocele, well supported posterior edge and no rectocele. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2013, implant date, as no event date was reported. This event was reported by the patient's legal representation. The device was implanted at: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.